Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the base of an iw934jeu cosycot infant warmer may be broken as the infant warmer pulled to one side during transport and the bassinet was also tilted to one side. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the base of the complaint iw934jeu cosycot infant warmer was returned to fisher & paykel healthcare (fph) service center in (B)(4) and was visually inspected for cracked leg. Our analysis is based on the information provided by the hospital in addition to the photographs and service report from fph service center. Results: photographs of the returned cosycot base indicate a noticeable cracks in the stiffening rib area of the left leg. The hospital reported that the cosycot unit was fitted with ups, oxygen and air tanks and other accessories. Estimated accessory weight loading report showed that the cosycot was overloaded. Conclusion: cracks to the leg base region of the cosycot infant warmer are known to occur when it has been overloaded. Total weight of the device, including accessories and patient, exceeding "115 kg may", under certain circumstances, cause cracks in the plastic legs' base and damage to the base electric elevator mechanism. The maximum weight limit is specified in both the technical manual and the operating manual of the infant warmer. To increase awareness and to prevent and/or reduce the incidence of cracked bases, a warning is provided in the form of a "115kg max weight" label applied to the column of the infant warmer.